Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the pa noted a difference in the ridge on the btt on the vasoview 7 xb while inserting it into the leg. The same device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the device to the manufacturer for evaluation.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).